Event description:
Event description guidant received information that this coronary sinus lead dislodged resulting in out of range (high) impedance measurements. It was suspected that the high impedance was a result of a dislodged lead. The configuration of the lead was changed which resolved the issue and the lead remains in service. New information states that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to premature battery depletion resulting from the programming changes.